Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. A service quote provided to customer for the replacement of the three-way solenoid valve and the proportional valve to address the issue.